Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited a sensing anomaly during a pulse generator changeout procedure. The lead was explanted and replaced.